Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s current blood glucose value was 430 mg/dl. The customer did not experience any symptoms of high blood glucose value. The customer treated high blood glucose with manual injection. Customer was not using auto mode at the time of incident. Customer stated that they were having difficulty putting the battery cap on the insulin pump. No further patient complications were reported. The insulin pump will not be returned for analysis.